Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system has no power. Review of the logfile; however, did not confirm the malfunction of power issue. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer confirmed and checked the output on the ny1 board show 405 volts but there was no power to the dc16 board, customer also checked all the fuse and they were good. The rse informed the customer that there is output from the ny1 board and no power to the dc16 board, which is likely to be bad pdu fan tray. To resolve the issue, the rse provided the pdu fan tray parts number to the customer, and the customer replaced the part themselves. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.